Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was torn near the ok and contrast buttons, the pump was intermittently responding to the keypad buttons and the up and ok button contacts were observed to be misaligned.

Event description:
The pump is reportedly intermittently responding to the keypad. The pt indicated that the pump was dropped in the toilet today. The ok button and the backlight buttons have peeled off.